Manufacturer narrative:
There was no patient involvement recorded for the reported failure. Any complaint/error occurred during testing only. This situation applies for both devices.

Event description:
It was reported that the pump and case damage and possible fluid intrusion. No patient was involved.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced rear and front housing assembly. The cause of the reported problem was traced to the user damage of the device. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: 5: correction: operator of the device: other e4: correction: customer reported to FDA: no information.